Event description:
It was reported that during an angiography procedure there was a hole in the catheter. The patient was undergoing angiography of their liver. Vascular access was obtained via the right groin. Intermittent flush was utilized and the renegade stc 18 micro catheter was advanced in the vessel without issue. During the initial injection, dye was noted to be coming out of the renegade's distal tip and a hole in the catheter approximately 2cm proximal to the tip. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angiography procedure there was a hole in the catheter. The patient was undergoing angiography of their liver. Vascular access was obtained via the right groin. Intermittent flush was utilized and the renegade stc 18 micro catheter was advanced in the vessel without issue. During the initial injection, dye was noted to be coming out of the renegade's distal tip and a hole in the catheter approximately 2cm proximal to the tip. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed all dimensions were within specification. An appropriate sized mandrel was inserted through the proximal end of the catheter and advanced through the catheter shaft and out the distal end without restriction. A hole was observed in the shaft 2.3cm from the distal tip during visual, microscopic and leak testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).